Event description:
The customer observed a falsely elevated alinity I free t4 results for one sample. The following data was provided (customer provided normal range: 9 to 19 pmol/l): 21apr2024 sid (B)(6)initial result = 27.8 pmol/l, repeat = 17 pmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I free t4 results for one sample. The following data was provided (customer provided normal range: 9 to 19 pmol/l): (B)(6) 2024 sid (B)(6) initial result = 27.8 pmol/l, repeat = 17 pmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the syringe assay. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed one additional complaint ticket associated with alinity free t4 reagent on 03may2024, in which a fibrin clot was detected at the time of aspiration. There have been no subsequent falsely elevated free t4 results that have been reported since 03may2024. A review of tracking and trending for the alinity I did not identify any trends. A review of tracking and trending for the syringe assy did not identify any trends. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the syringe assy was identified.